Event description:
As reported to medtronic; hospital staff attempted to cardiovert a pt. The device would not charge. Staff acquired a back up device, the therapy cable was exchanged for the cable from the back up device and care to the pt was continued. The cardioversion was successful. The reporter stated there were no adverse affects to the pt as a result of device operation.